Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump's basal rate settings were deleted after the battery had been replaced. There was no patient injury associated with this issue. As the issue was not resolved, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation of the pump, the basal rated and all advanced settings remained programmed in the pump. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The complaint was unable to be duplicated during testing. Unrelated to the complaint, the pump's history showed a time and date reset to factory default.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.